Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system longevity decreased from nine months to less than three months in a three month period. Technical services (ts) was consulted, discussed it could be related to a recent capacitor reform. A request for device data analysis was made. Ts confirmed this ICD was depleting normally and the drop in longevity was due to transient drop of a recent capacitor reform and discussed longevity may increase slightly over the coming weeks. Additionally, ts noted five alerts for high out of range shock impedance measurements. Ts recommended evaluating this rv lead at ICD changeout. This ICD system remains in service. No adverse patient effects were reported.